Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery in the morning and another around lunch. Customer stated he cleared the alarm and insulin pump started delivering insulin; he did not change the infusion set or reservoir. Blood glucose value is 109 mg/dl. Nothing further reported.